Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: the device history records for the femoral and articular components were reviewed, indicating the devices were manufactured, inspected, and packaged to specifications.

Event description:
It is reported that the patient was revised in (B)(6) 2010 due to pain.